Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked below the drip chamber, above the lower port. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection as performed with no issues noted. Pressure test and clear passage under water were performed and a leak was found from a cut in the tubing between both y-sites of the set. The reported issue was verified. The cause was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.